Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 92 mg/dl at the time of the call. The customer had issues with getting the threshold suspend to be set above 40 mg/dl. The customer declined trouble shooting. The customer was sent a replacement sensor.